Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient initially had surgery performed by a different surgeon at uc davis. After falling and fracturing, the patient underwent a revision surgery using the revive stem. About a year later, the patient developed an infection, leading to the removal of most of the stem and placement of an antibiotic spacer. The third and final revision surgery involved removing the revive distal stem and the antibiotic spacer, then placing a new one. The surgeon reported that everything looked great post-op.